Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was noted from an unspecified line on a homechoice peritoneal dialysis cassette. The technical service representative (tsr) advised the home patient (hp) to start therapy over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.